Event description:
The pt dislocated her hip when she fell at home. Pt was taken to the or to reduce her hip. The implant came apart. (The small ball came out of the cup) the pt underwent a bipolar hip revision.